Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-14314. It was reported, the pt is experiencing unintended stimulation in his ribs. Reprogramming was unable to resolve the issue. The pt was advised to keep his stimulation turned off until he followed up with his physician. X-rays have been ordered and the pt is pending follow up to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.